Manufacturer narrative:
Device evaluation: visual analysis was performed which identified an opening on posterior and brown particles on shell. Leak test was performed which identified two openings on shell. Microanalysis identified two openings sharp on stable base-shell assessed as unidentified (tear) opening, partial delamination of suture tab assessed as adhesive failure and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -two openings sharp assessed as unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with breast implant surgery include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation ¿ tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported a right side deflation of a tissue expander and that the "medial tabs were torn". Device was implanted for more than 6 months. Device has been explanted and replaced with breast implants.